Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when the reservoir was inserted into the insulin pump it pops out. The customer's blood glucose level was unknown at the time of incident. Customer also stated the reservoir lip ring was chipped and the metal piece in the battery cap fell off. No troubleshooting was performed. The device will not be returned for analysis.